Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During an ablation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Air introduction via faradrive sheath and st segment elevation was identified after the first few ablations in left superior pulmonary vein (lspv). The patient hospitalization status related to the complication is unknown. No further information is available.